Manufacturer narrative:
To resolve all noted issues, the customer was guided through the menu options and provided the correct adjustments by an olympus representative. Should additional information be provided prior to the investigation completion, a supplemental report will be provided.

Event description:
As reported, customer is getting an error on their olympus cv-190 that the "printer is not connected' and the scope color in the provation system is green. According to the initial reporter, the image doesn't work on the oev191h with the rgb connection. There was no patient harm or consequence reporter as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, the release setting was set to log to the printer, but the printer was not connected. Consequently, it is presumed that the e405 error occurred as a result of that setting. Furthermore, provation system was likely green because of the ¿y¿ signal was output as a ¿g¿ signal due to the hd settings. Olympus will continue to monitor the field performance of this device.